Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the platform powers on when the battery is inserted. Furthermore, compressions could not be adjusted from 15:2 to 30:2. System performed 60 compressions and stopped. There was no patient involvement. No other info was provided.